Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was repairing a talus fracture when two (2) k-wires broke during the procedure. There was a ten (10) minute delay in surgery. The surgeon was able to complete the surgery successfully. This report is 2 of 2 for (B)(4).